Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 73 mg/dl and the sensor glucose was 119 mg/dl at the time of the incident. The customer reported that the sensor glucose was 116 mg/dl, 260 mg/dl and blood glucose was 72 mg/dl, 160 mg/dl. The sensor glucose value that triggered the suspend event was 80 mg/dl and suspend on low limit in sensor settings was 65 mg/dl. The sensor will not be returned for analysis.